Event description:
It was reported to boston scientific corporation on november 16, 2018 that a lighttrail 270um single use laser fiber was opened for use in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018 . According to the complainant, during preparation, the laser body broke upon removal from the package. Reportedly, there was no damage noted to the package or device prior to opening the product pouch. The procedure was completed with another laser fiber. There were no adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. A lighttrail single use laser fiber was returned broken. The fiber measured approximately 201.1 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Review and analysis of all available information indicated that the damage to the device is likely a result of handling. Therefore the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and no deviations were found.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 270um single use laser fiber was opened for use in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation, the laser body broke upon removal from the package. Reportedly, there was no damage noted to the package or device prior to opening the product pouch. The procedure was completed with another laser fiber. There were no adverse patient effects reported as a result of this event.